Event description:
It was reported by the affiliate that during an unknown procedure the device could not be reopened and the applier stayed closed on the vessel. The case was completed with a like device with no patient consequence.